Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up-report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.